Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and charger. As a result, the patient was without stimulation for approximately 3 months. Subsequently, the patient underwent surgical intervention where the ipg was removed and replaced with a new one, which resolved the reported issue.